Manufacturer narrative:
Information was provided that indicated the use of a qualified cartridge and qualified viscoelastics with this lens. A non-qualified handpiece was indicated. The root cause was most likely related to a failure to follow the IFU (instructions for use). A non-qualified handpiece was used. The IFU (instructions for use) instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company intraocular lens delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the lens was explanted in a secondary procedure. The reason for the explant was unknown. Additional information was received stating went to insert lens and it was in pieces. The lens was explanted during surgery. Procedure was completed with new iol.